Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse replaced the front bezel to resolve the reported issue. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. It was identified that previous investigations have shown that the root cause of navigation-ring failures was determined to be due to liquid ingress. The device context of use is unknown. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
It was reported to philips that the device had a defective navigational ring. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.